Event description:
It was reported by a distributor that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. Distributor attempted to start pump by connecting it with one cable for one hour and with another cable for thirty minutes, but pump still did not start, and pump was planned to be returned for further evaluation while customer received replacement pump.